Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the screw was checked to extend or retract prior to use. It was attempted to rotate multiple times with the pinch-on tools but the screw would not extend. The screw was able to be extended while the lead was vibrated but the screw was unable to be retracted. The lead was opened and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.